Event description:
The customer's mother called to report that her daughter experienced high bgs (greater than 250 mg/dl) while wearing a pod. Upon inspection, the mother noticed that the needle hadn't fully retracted into the pod. A new pod was placed which was successful in lowering her bgs. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.